Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient no longer received benefit from the device, due to advanced neurofibromatosis type ii. The device was explanted (B)(6) 2011. There are no plans to reimplant the patient with a new device as of the date of this report, december 28th, 2011.